Event description:
Suction irrigator leaking, brown watery fluids all over floor. Contained compartment with batteries popped open and corroded batteries found inside. Manufacturer response for suction irrigator, (brand not provided) (per site reporter). Complaint intake form being completed. Additional information will be communicated out on the next steps.